Event description:
Pt underwent augmentation mammoplasty in 1978. Recent mammography indicated evidence of extracapsular extravasation of silicone gel material in medial aspect of the left breast. Pt was admitted for removal and replacement of breast implants. During dissection of left breast, a large amount of silicone material outside the capsular scar was identified. This was generally infiltrated through the breast and residual subcutaneous tissue. Attempted to remove all of the granulomatous contaminated area.